Manufacturer narrative:
Retainer ring = black. Insulin pump received with partially broken retainer and pillowing keypad overlay. Test reservoir/pcap does not lock properly inside the reservoir tube due to partially broken retainer and dented. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.